Event description:
Reportedly, four freezing containers were found ruptured when removed from the vapor phase of the liquid nitrogen tank for thawing. It is assumed, due to the lack of info about these events, that the cells were discarded at the time of the events. It is common practice at these tranplantation centers to maintain adequate back up cells for pts. There were no adverse pt reports in association with these breakages. The containers were examined by the reporter who is a co biotech technical specialist in cryopreservation sent to help this site with their cryopreservation method. She was at the customer site when these reports were relayed to her. She concluded that some of the containers had a significant amount of air inside about 15-20ml. This most likely caused or contributed to these events. It was recommended to this site that they remove as much air as possible to allow tha bag to expand during cryopreservation. Techniques for removing were shown to the customer at the time the report was received. This practice is also recommended in the device labeling supplied with the product.